Manufacturer narrative:
The device was evaluated by ventec who reviewed the device's electronic records and observed data which confirmed the reported issue of unexpected device reboots. Ventec did not observe any system fault codes in the logs. A deeper dive into the records indicated that during the observed reboots that the internal and external batteries were all showing as not present, which is indicative of them being not installed or depleted. Removal of ac power during these conditions will result in a reboot since the unit will not be able to run on batteries and will restart when ac is reapplied resulting in an abnormal power on listing in the log. Ventec placed both external batteries on a charging station and left the device plugged in ac power overnight. The next day, ventec observed that all batteries had fully charged with no errors. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was use error due to the user allowing the internal and external batteries to completely deplete (or not be installed), then not allowing the batteries adequate time to recharge prior to plugging the device into ac power and powering it on.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed data in the device's memory which indicated that it had previously rebooted multiple times by itself. There were no reports of patient involvement associated with the reported event.